Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The insulin pump had a bar code on the screen and the time showed 8888. She also noted that the screen had been dim all day. The customer's blood glucose was 66 mg/dl. The insulin pump had not been dropped or bumped, but the customer stated that during a basketball game, she took a dive to get the ball and noted that the device had hit the ground from the inside of her shorts. She noted that the climate was very humid and she had been sweaty. The caller did not observe any damage or corrosion to the battery cap, battery compartment and spring. Upon troubleshooting, the display did not return with a battery replacement or cleaning of the battery cap contacts. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to cracked and bleeding display glass. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.